Event description:
It was reported that oversensing of muscle noise resulted in a non-sustained event. The clinical observations were reproduced during pushups. Smart charge was extended after vector optimization was performed. The patient will be seen in clinic in two months. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.